Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (exact date is unknown). According to the complainant, during the procedure, the introductory tube broke. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (exact date is unknown). According to the complainant, during the procedure, the introductory tube broke. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2010: the event and procedure date was (B)(6), 2010. The introductory tube that broke is the c-flex tubing. The patient was discharged one day after the procedure, in good condition. The device was replaced with a standard gastrostomy device 24fr pull (manufacturer unknown).

Manufacturer narrative:
A visual examination of the device revealed the tubing was separated at the overlap between tapered connector and c-flex tubing. The c-flex tubing remained on the proximal end of connector and the tapered end of connector remained inside the c-flex tubing. The tubing and connector were cut with a tool with a serrated edge. The striations of the cut lined up on both the cut of the connector and the c-flex tubing and were found on both halves of the device. There was no evidence of failure while in tension. The returned unit was consistent with the complaint incident that the device delivery system was separated. If they had failed while undergoing a tensile force they would have failed independently of each other due to the varying material properties and there would be no striations cut into both components. The damage most likely occurred during placement. Therefore the most probable root cause is operational context. A review of the device history record was performed and revealed no issues related to this complaint.